Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The blade failed to rotate during the evaluation. It is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. The device was tested and met all visual, quality, and manufacturing specifications prior to release for shipment.

Event description:
It was reported that a patient underwent a laparoscopic hysterectomy with a bilateral salpingo-oophorectomy on (B)(6) 2012. During the procedure, it stopped working and seized up. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This medwatch report is in response to receipt of facility report # 0500470000-2012-0065.